Manufacturer narrative:
Patient age at time of event: 60s. (B)(4). Device evaluated by manufacturer: a visual examination identified the jetstream catheter was stuck in a 7fr introducer sheath. An x-ray was taken to try and find out why the sheath was stuck on the shaft. The x-ray showed extreme buckling of the sheath which was constricting the sheath around the catheter shaft. This caused the sheath to stick on the shaft. Functional testing was completed and the device did run as designed as per the rotational aspects; however, it did leak fluid from the burst infusion line located approximately 32cm from the tip. The constriction of the sheath on the catheter shaft caused the fluid to back up inside of the infusion sheath and the infusion sheath burst proximal of the constriction. The damage noticed is consistent with pushing, pulling and torqueing the device. The od of the catheter shaft was measured on a led micrometer and measured .088dia. The ID of a 7fr introducer sheath measures .092 dia. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on the product analysis completed on july 16, 2018. It was reported the catheter got stuck inside the sheath. A jetstream xc-2.4 atherectomy catheter was being used in a rotational atherectomy treatment procedure in the right superficial femoral artery (sfa). The jetstream catheter was advanced through a non-bsc sheath and got stuck inside the sheath. The procedure was completed with a different device with no reported complication and the patient was fine. However, the returned product analysis revealed that the infusion line burst.